Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a common bile duct stone removal procedure performed in the bile duct on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost while using an electrohydraulic lithotripsy (ehl). The controller was rebooted and the image appeared for a few seconds; however, the image was lost immediately. The procedure was completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a common bile duct stone removal procedure performed in the bile duct on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost while using an electrohydraulic lithotripsy (ehl). The controller was rebooted and the image appeared for a few seconds; however, the image was lost immediately. The procedure was completed due to this event. There were no patient complications reported as a result of this event.